Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly after the customer loaded a cartridge. Reportedly, customer plugged the pump into a power source and the pump turned back on and displayed 55% battery life. In addition, customer reported that once the pump turned back on the touchscreen remained unresponsive. Customer had elevated blood glucose levels (244 mg/dl). Customer stated that they will deliver a manual injection to stabilize blood glucose levels, and they will contact their health professional to obtain a back up method for continued insulin therapy.